Event description:
Customer alleged she is unable to open the power legs. No injury alleged.

Manufacturer narrative:
No RMA was issued for this event. Model rps350-2 serial number (B)(4) is approximately 7 months of age. The consumer's medical condition, stability and medication regimen are unknown . The consumer is (B)(6) years of age. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Customer alleged she is unable to open the power legs. The dealer came to examine the lift and found that the motor controlling the legs had allegedly burned out and could not be repaired. Consumer was allegedly stranded in her bed for 5 days until a new lift arrived.